Event description:
Additional information was received from the patient. Pt went from getting about 45% relief to 0% with no change in therapy. The remote would randomly disconnect and say no devices found. Pt would have to remove the battery multiple times to get it to reconnect to the implant. Pt absolutely had a concern about the continued use of the device. The implant had a hard time starting charging and it would randomly stop charging even if pt had made no movements at all. Pt could just breathe and it would stop charging. Without any discernable pattern, the implant would stop delivering any stimulation. Pt would look at the remote and it would show o as the current setting. Increased pain. Increase moodiness. Missed a lot of work. Nothing changed. All kept giving pt the runaround. One person would say contact support one would say contact rep. The leads had not moved from the original placement. No one would take ownership and try and help. A support rep did say that the issues were almost certainly related to the implant and not the other component s. Pt had to have a revision and decided to not use another manufacturer's device they offered no support and do not seem to care about the well-being of the patient. Pt does not see the issue as having been resolved. But the only part that was actually effective was the trial. When pt went for a permanent implant they never received anywhere near the same relief. Pt had nearly 100% relief in the trial and less than 50% in the permanent.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported by patient that they have a spinal cord stimulator (scs) implanted and the amount of relief from the permanent implant is far less than what the trial provided. Also, I am having issues charging the device consistently, and the device at randomly will not connect with the remote. The implant at times feels like it is providing more stimulation than intended and it will sometimes randomly provide no stimulation.